Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012840631 and data files were returned and analyzed. Two images were returned for analysis. The first image showed tissue stuck on the guidewire and the second image showed tissue stuck on the guidewire at the distal end of the inverted spiral array on the catheter. Visual inspection of the catheter was carried out. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was conducted. The lab test guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable). Electrical continuity test did not reveal any anomalies. Inspection (microscope/x -ray imaging) and testing was performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, despite the returned images showing tissue stuck on the guidewire and the second image showed tissue stuck on the guidewire at the distal end of the inverted spiral array on the catheter, the reported issues could not be confirmed via physical product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 990045 product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the pv tracker guidewire could not be pulled into the catheter and resistance was felt. The catheter and guidewire were retracted out of the patient, and it was found that the catheter had inverted, possibly from over rotation while in contact with the pulmonary vein. Tissue was present in the nose of the catheter, obstructing movement of the wire. The wire was forcefully advanced, dislodging the tissue. The wire was then removed, the lumen of the catheter was flushed, the inversion was corrected by manual manipulation, and a new wire was inserted into the lumen. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.